Manufacturer narrative:
Follow-up # 1 date of submission 1/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 1/18/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked at the threads to the left of the bumper. It was also observed that one battery cap contact height was out of specification and the top slot of the battery cap was damaged. The returned battery cap was unable to be fully tightened and was difficult to remove from the pump. A test battery cap was used and was also unable to be fully tightened and was difficult to remove from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery compartment was damaged. It was also noted that the battery cap top was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.